Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the transducer was connected to the ultrasound system, it prompted a temperature monitoring error (usacquisitionhw_31). The error occurred before a transesophageal echocardiography (tee) procedure was started. The patient was not in the procedure room at the time; therefore, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for a z6ms transducer displaying an acquisition 31 error when connected to the system. The transducer has not returned from the field. However, based on the description and trends, the probable cause of the issue was determined as gastro flex thermistor reliability issue. The improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced the site by service. (B)(4)